Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported after implant there was ¿no obvious improvement, a rejection reaction occurred, the stimulator was exposed in vitro,¿ and the patient¿s system was explanted. It was noted that no effective measures had bene taken and that no troubleshooting had been performed. The patient was being observed at home at the time of report. There were no further complications reported or anticipated. It was noted the patient was originally implanted for urinary retention treatment.